Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up the device was found to be in voor mode. The physician reprogrammed the device to dddr and sent the patient home. The patient was seen for a subsequent follow-up and the device had reverted to voor mode. A download was not successful and the device was replaced.